Event description:
It was reported that the patient received inadequate shocks due to oversensing in the rv channel. The lead was removed and replaced.

Manufacturer narrative:
Analysis found the lead insulations were abraded and the metals wires of the sensing coil were exposed at the same area. The damage on the lead insulations was caused by friction to the ICD can. The reported oversensing could occur when the exposed metal of the sensing coil comes into contact with the ICD can.